Event description:
The bottom portion of my mouthpiece came off. This happened another time and you sent me a new mouthguard that did not have this piece. I thought this new one was like the one you sent but I was incorrect.

Manufacturer narrative:
This complaint has not been confirmed. Device not returned to manufacturer, and no lot number information was given so an evaluation cannot be performed as to the root cause or actual nature of the problem. No injury was reported, no medical attention was reported to have been sought. This is being reported as a possible delamination, as choking is possible as a result of delamination.